Manufacturer narrative:
The customer reported the battery was not holding charge and the battery may be swelling. A battery was returned with the device. The device was able to power on under its own power. The battery was inspected and no swelling was observed. No signs of thermal exposure were observed on the device. The device was allowed to charge during investigation. The device was not observed to heat up. Log files from the date of occurrence were not available. Log files from dates before and after the date of occurrence were inspected and no signs of device heating were observed. The cause of the reported exposure to thermal energy could not be determined. On (B)(6) 2023, the device's battery level was observed to drop from 92% to 37% in about 80 minutes. This confirms the alleged inability to hold charge due to the battery life specification being 48 hours on a full charge. No further battery life testing is required. The exact cause the battery's inability to hold charge could not be determined.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery maybe be swelling. It was also reported that the pdm is not holding a charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.